Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent removal surgery with the extraction bolt. Removal surgery was performed as bone fusion was achieved. During the surgery, there was a defect with the extraction bolt. The screw could not be attached because the threading of the extraction bolt did not engage with the threading of the screw shaft. The surgeon shaved around the shaft to the screw tip and directly removed the screw. There are no pieces in the patient. The surgeon confirmed by x-ray and all plates and screws were removed. There was an extension of surgery time within 30 minutes. Concomitant device: extraction bolt for 3.5mm & 4.0mm screws (part# 309.039, lot# 2715805) this report is for an unknown screw for (B)(4).